Manufacturer narrative:
A review of the device history record for strattice lot sp100381 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up# 1 to report on 8/16/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100381. No other information was reported. Sp100381 is a valid lot however due to system limitation the lot will remain unknown as the catalog number was not provided but a DHR will be requested on sp100381. As reported in the initial: it was reported through a legal event that a 77 year old male patient had hernia repair surgery on or about (B)(6)2016. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2022, for a revision surgery. No other information was reported.

Event description:
It was reported through a legal event that a 77 year old male patient had hernia repair surgery on or about (B)(6)2016. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6)2022, for a revision surgery. No other information was reported.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.